Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned with the batteries removed from the pack. Functional testing found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history records identified no deviations or anomalies during manufacturing related to the root cause of the reported issue is attributed to manufacturing deficiency. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery, checking the device, the device ( did not work because it did not spray, when turn on, the device can`t spray properly. The device run for 30 seconds in the field. The device operated intermittently. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation batteries were leaking electrolyte. Due diligence is complete and there is no additional information available.